Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional tests were performed. The top case was chipped and cracked, the bottom case had seal damage, the right plunger case was cracked, and the left plunger case has broken screw boss. A flow test was performed and the reported problem was duplicated; this was due to the motor mount bushing for the leadscrew was installed on the wrong side of the motor mount and came out; the leadscrew was loose in the mount. The root cause was deemed to be incorrect assembly of the device by the customer. Actions were taken to mitigate the reported issues: re-assembled motor bracket, bushings; device passed functional tests.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.